Manufacturer narrative:
This case was initially received via regulatory authority (food & drug administration, reference number: mw5103706) on 16-sep-2021. The most recent information was received on 11-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('hsg showed leaking from uterus MRI done at later shows perforation of left tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included naproxen and progesterone (progesterone). In 2017, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and medically significant), heavy menstrual bleeding ("heavy periods"), pelvic pain ("pain"), pelvic congestion ("perforation of left tube causing pressure on pelvic intern artery creating pelvic congestion syndrome") and procedural pain ("extremely painful procedure"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, heavy menstrual bleeding, pelvic pain, pelvic congestion and procedural pain outcome was unknown. The reporter considered fallopian tube perforation, heavy menstrual bleeding, pelvic congestion, pelvic pain and procedural pain to be related to essure. The reporter commented: uterine ablation & hysterectomy recommended. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: showed contrast leaking from uterus. Magnetic resonance imaging - on an unknown date: shows perforation of left tube causing pressure on pelvic artery intern creating pelvic congestion syndrome. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-oct-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food & drug administration, reference number: mw5103706) on 16-sep-2021. The most recent information was received on 11-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('hsg showed leaking from uterus MRI done at later shows perforation of left tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included naproxen and progesterone (progesteron). In 2017, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and medically significant), heavy menstrual bleeding ("heavy periods"), pelvic pain ("pain"), pelvic congestion ("perforation of left tube causing pressure on pelvic intern artery creating pelvic congestion syndrome") and procedural pain ("extremely painful procedure"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, heavy menstrual bleeding, pelvic pain, pelvic congestion and procedural pain outcome was unknown. The reporter considered fallopian tube perforation, heavy menstrual bleeding, pelvic congestion, pelvic pain and procedural pain to be related to essure. The reporter commented: uterine ablation & hysterectomy recommended. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: showed contrast leaking from uterus. Magnetic resonance imaging - on an unknown date: shows perforation of left tube causing pressure on pelvic artery intern creating pelvic congestion syndrome. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: this case will be deleted from bayer database as this is duplicate of cases (B)(4) and (B)(4). All the information have been transferred from retained case (B)(4) including references. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food & drug administration, reference number: mw5103706) on 16-sep-2021. The most recent information was received on 23-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('hsg showed leaking from uterus MRI done at later shows perforation of left tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included naproxen and progesterone (progesteron). In 2017, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and medically significant), heavy menstrual bleeding ("heavy periods"), pelvic pain ("pain"), pelvic congestion ("perforation of left tube causing pressure on pelvic intern artery creating pelvic congestion syndrome") and procedural pain ("extremely painful procedure"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, heavy menstrual bleeding, pelvic pain, pelvic congestion and procedural pain outcome was unknown. The reporter considered fallopian tube perforation, heavy menstrual bleeding, pelvic congestion, pelvic pain and procedural pain to be related to essure. The reporter commented: uterine ablation & hysterectomy recommended. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: showed contrast leaking from uterus. Magnetic resonance imaging - on an unknown date: shows perforation of left tube causing pressure on pelvic artery intern creating pelvic congestion syndrome. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-sep-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food & drug administration, reference number: mw5103706) on 16-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('hsg showed leaking from uterus MRI done at later shows perforation of left tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included naproxen and progesterone (progesteron). In 2017, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and medically significant), heavy menstrual bleeding ("heavy periods"), pelvic pain ("pain"), pelvic congestion ("perforation of left tube causing pressure on pelvic intern artery creating pelvic congestion syndrome") and procedural pain ("extremely painful procedure"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, heavy menstrual bleeding, pelvic pain, pelvic congestion and procedural pain outcome was unknown. The reporter considered fallopian tube perforation, heavy menstrual bleeding, pelvic congestion, pelvic pain and procedural pain to be related to essure. The reporter commented: uterine ablation & hysterectomy recommended. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: showed contrast leaking from uterus. Magnetic resonance imaging - on an unknown date: shows perforation of left tube causing pressure on pelvic artery intern creating pelvic congestion syndrome. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.